Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, while attempting a 100 joule charge, the device shut off before it reached its target energy level. The batteries used in the device had been charged until charger indicated with a ready light that they were completely charged. This event occurred twice, first while using a zoll a/c power charger and the second time while using another zoll a/c power charger. The complainant indicated that there was no pt involvement in the reported failures.